Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The smart monitor is out of order. Review of the event log and files is still ongoing; results are not available yet.

Event description:
Reportedly, on 1-july-2025, the monitor is unable to connect / transmit and the red light is constant. Rebooting the device did not resolve the issue.

Event description:
Reportedly, on 1-july-2025, the monitor is unable to connect / transmit and the red light is constant. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the monitor is out of order. Review of the event log permit to highlight that the internal date of the monitor is set to 1970. Based on available data, the observed issue most probably resulted from a depletion of the internal clock battery, causing the subject monitor to be out of order. This case is retained and utilized for trend purposes.